Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. All keypad buttons are reportedly not responding when pressed. The reporter stated that prior to the keypad buttons being unresponsive, the buttons had to be pressed multiple times and very hard for a response. The reporter denied any damage to the keypad. There was no adverse event associated with this complaint.